Event description:
The customer stated that she was in a car accident due to her blood glucose levels dropping. The customer was taken to the hospital for treatment. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.